Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia. It was reported that after implant, the patient experienced extensive adhesions of small bowel to the mesh that led to segmental small bowel resection, bowel obstruction and pain. Treatment provided for these conditions include revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia. It was reported that after implant, the patient experienced extensive adhesions of small bowel to the mesh, infection, bowel obstruction, pain, small bowel massively distended, ischemic proximal small bowel, serosanguineous drainage from erythematous incision, foul smelling hematoma, and cellulitis. Treatment provided for these conditions included hospitalization, revision surgery, small bowel resection, lysis of adhesions, reduction of small bowel obstruction, drainage of hematoma, and IV antibiotics.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia. It was reported that after implant, the patient experienced extensive adhesions of small bowel to the mesh, infection, bowel obstruction and pain. Treatment provided for these conditions include revision surgery, small bowel resection, lysis of adhesions, and reduction of small bowel obstruction.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.